Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve the valve was fully deployed and dislodged. The valve was explanted through thoracotomy and a non-medtronic surgical valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received via fedex dry inside a small clear biohazard bag alongside a consolidated loading system. The valve was received discolored, showing evidence of blood contact. All leaflets were severely dehydrated and stiff. As received, all leaflets were in a partially closed position with gaps between all leaflets. All commissures were intact. There was no evidence of damages on the frame. Conclusion: no images of the implantation procedure or the implanted valve were available for medtronic review. The valve was returned to medtronic for product analysis. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. A pre-implant balloon aortic valvuloplasty (bav) was performed. With the limited information available, a root cause for the dislodgement could not be conclusively determined. A device history record review is not required as the event description does not indicate a potential manufacturing issue. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.